Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unilateral occlusion (left tube occluded)". The patient's medical history included panic attacks from 2013 to march 2014, epilepsy from 1982 to (B)(6) 2015, stress incontinence, endosalpingiosis and ovarian cyst. Previously administered products included for contraception: iud from 2005 to 2011. Concurrent conditions included insomnia since 2015, uterine bleeding, prolapse, adenomyosis, paratubal cyst, endocervicitis and vaginal prolapse. Concomitant products included zonisamide from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("vaginal bleeding"). In (B)(6) 2011, the patient experienced cystocele ("cystocele/bladder or urinary problems"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain"). On (B)(6) 2013, the patient experienced urinary tract infection ("urinary tract infection"), pyuria ("pyuria"), premenstrual dysphoric disorder ("premenstrual dysphoric disorder"), anxiety ("anxiety") and depression ("depression"). On (B)(6) 2014, the patient was found to have uterine leiomyoma ("leiomyoma-fibroids"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced rectocele ("rectocele"). On (B)(6) 2015, the patient experienced hot flush ("hormonal changes/hot flashes"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), visual impairment ("vision problem") and adnexa uteri pain ("ovarian pain"). The patient was treated with ciprofloxacin, phentermine, sertraline hydrochloride (setra), zolpidem tartrate (ambien), placement of urethral sling, uterosacral suspension, surgery (hysterectomy with unilateral salpingo-oopherectomy/oophorectomy) and hormone treatment therapy. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, metrorrhagia, urinary tract infection and vaginal haemorrhage had resolved and the vaginal discharge, fatigue, alopecia, hot flush, visual impairment, pyuria, premenstrual dysphoric disorder, anxiety, depression, uterine leiomyoma, weight increased, rectocele, cystocele and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, alopecia, anxiety, back pain, cystocele, depression, dysmenorrhoea, dyspareunia, fatigue, hot flush, menorrhagia, metrorrhagia, pelvic pain, premenstrual dysphoric disorder, pyuria, rectocele, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted date of insertion:(B)(6) 2011 patient received treatment for pain, bleeding, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 76.19 kgs. Hysterosalpingogram - in (B)(6) 2011: unilateral occlusion (left tube occluded). Concerning the injuries reported in this case the following events were confirmed via patients medical record menorrhagia, dysmenorrhea, premenstrual dysphoric disorder, pelvic pain in female, leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: follow up 2 & 3 processed together. Pfs received: previously reported event injury were updated to new events dysmennorhea (cramping),dyspareunia (painful sexual intercourse), pelvic pain,abdominal, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods),bladder problems, uti, vaginal discharge, fatigue, hair loss, hormonal changes, vision problems. On 18-sep-2019: pfs and mr received: new events vaginal bleeding, pyuria, premenstrual dysphoric disorder, anxiety, depression, urinary problems or changes, leiomyoma, fibroids, weight gain, rectocele, ovarian pain, cystocele added, event urinary tract infection outcome updated to "recovered/resolved" and reporter information, patient details, medical history, concomitant condition, concomitant medication, lab data were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.